Event description:
Report of disconnection of tubing rec'd. The customer reported that there have been 2 occurrences where the IV tubing sets have come apart at an unspecified luer lock connection between the tubing and the manifold, even though the nurses report that they tighten the connections. Incident #2 of 3 occurred during the night. The nurse had checked the pt, who was pregnant, and when the nurse returned 30 minutes later, an unspecified amount of the pt's blood had leaked out from an unspecified connection between the luer lock and the manifold. The report source could not identify if the disconnect occurred at the distal or proximal connection to the manifold. The tubing was changed to solve the problem. No pt info or lab work was available, however the pt did require a transfusion of two units of blood. It was reported that "the pt had an uneventful transfusion and was discharged the same day to home with no further complications." Add'l info was requested, but no further info has become available.